Event description:
It was reported that the patient experienced urethral erosion and extrusion of the pump in the scrotum with this artificial urinary sphincter (aus). The device was removed and there were no additional patient complications reported.

Manufacturer narrative:
D5: operator of device and g2: report source have been corrected. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff and pump were visually and microscopically examined, and leak tested; and the pump was also functionally tested. No anomalies were found with the components; therefore, no malfunction was confirmed with the device. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion and extrusion of the pump in the scrotum with this artificial urinary sphincter (aus). The device was removed and there were no additional patient complications reported.